Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the analysis of the returned device revealed that the cutting wire was broken and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla of vater during a papillotomy for biliary calculi extraction procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when they were trying to cannulate the papilla, the cutting wire broke. A second autotome rx 44 was used; however, the cutting wire also broke. Reportedly, no part of the devices was detached inside the patient. The procedure was completed with a third autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla of vater during a papillotomy for biliary calculi extraction procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when they were trying to cannulate the papilla, the cutting wire broke. A second autotome rx 44 was used; however, the cutting wire also broke. Reportedly, no part of the devices was detached inside the patient. The procedure was completed with a third autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.